Event description:
It was reported that a pt underwent a gynecological procedure in 2009. The handpiece was connected into the unit but the blade would not rotate.

Manufacturer narrative:
Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.